Event description:
Patient had initial aaa repair in 2005. One main body graft and two iliac leg grafts were placed. In 2007, patient underwent additional procedure due to a proximal type I endoleak.

Manufacturer narrative:
Evaluation: still under investigation.